Event description:
Unomedical reference number (B)(4). Event occurred in italy. It was reported that patient faced six infusion sets fell off during use on (B)(6) 2024. Infusion set has been used for 1 day. The patient resolved the event by replacing the infusion set and insulin was resumed successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 6.